Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer states that is not sure if their insulin delivered too much or too little insulin. The patient's blood glucose level was not recorded. The customer did not want to trouble shoot the pump. The customer was sent a loner pump to test and compare. No further information was provided